Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that when the trigger of the device was pulled, the grasper would not actuate in/out consistently. It appears that the shaft between the trigger and the grasper has become loose. It is possible that the sheer pin on this device has broken and does not work. This device was designed in a way that the sheer pin was intended to fail before the device fails in any other way and the complaint device has adhered to this failure mode. The shear pin has the potential to break when a large amount of tissue is being grasped, therefore is a potential root cause for the reported failure. However, we cannot discern a definitive root cause for the reported failure given the information provided. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure when grabbing tissue with the customer's grasper grabber the top jaw would not close. The procedure was completed with a different device with no harm to the patient or delays to the case. The sales rep confirmed that nothing broke in the patient. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.